Event description:
It was reported that after the use of an allevyn gentle border 10x10cm dressing, which was applied (B)(6) 2020, the patient developed a rash that was red and inflamed accompanied with itching and burning. The rash developed to (B)(6) 2020. The wound now has cellulitis.

Manufacturer narrative:
The device, used in treatment or a control sample, has not been returned for evaluation. Without this we are unable to complete an analysis to establish a relationship between device and the failure reported. Medical/clinical investigation concluded: no clinical supporting documents were provided to conduct a thorough assessment of the reported issue, should additional information be provided, the clinical/medical investigation may be re-opened. A risk management review has taken place in relation to this complaint, the risk file reports dressings left on sacrum for longer than five days or exudate building up too much leading to maceration, pain and delayed wound healing. A review of the instructions for use found adequate warnings, precautions relating to the product range. If dressings are applied to the sacral area, due to the increased potential for contamination and infection in this area, increased monitoring of dressing adherence may be required as per local clinical protocols. A review of the device history was not possible as no lot number has been provided, however all products released are done so according to design specification, there is no indication that the product failed to meet this. Complaint history for the reported event has been reviewed revealing only this instance. We have been unable to determine a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.